Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunctiounknown it was reported that they were urinating a lot and they were wondering if they should change their stimulator to a different level. Patient stated they didn't have the therapy on for 2 weeks and figured it out when they went to the doctor 2 weeks after. Patient said the last couple days it was like every time they turn around they were going to the bathroom. Patient mentioned they were up 4 times last night. Agent reviewed with patient how to increase the stimulation until they could feel it and make sure it was not uncomfortable or painful. Patient would do the adjustments on their own. Redirected with healthcare provider (hcp) if symptoms continued.